Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical service department on (B)(6) 2024 that an m31 air detected in cassette warning occurred in fill 2 of 4. Patient was connected during the incident, and fluid was seen on top on the heater tray (ht). The patient line (pl), heater bag (hb), and supply bag (sb) were securely connected. All cones were broken, and the pl did prime all the way to the end. The unused lines were clamped, and no air bubbles were found during setup. The fluid leak was discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. The fluid leaked from an unknown location, but moisture was found on the ht, and when the cassette door was opened, fluid was also discovered on the inside of the pump module area. There were alarms/warnings prior to leak, an m31 occurred prior to the fluid leak. The fresenius technical support advised the patient to disregard using the cycler and to contact the on-call/pdrn for advice on alternate treatment. The patient was also advised to use the cycler for next day¿s treatment. Upon follow up conducted on (B)(6) 2024 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient reported experiencing a fluid during their pd treatment on (B)(6) 2024; however, the patient was not sure where exactly the fluid leak was coming from. The pdrn stated that the patient reported seeing some fluid on the heater tray and receiving the cycler alarm about the air in the cassette. The pdrn stated that they scheduled an appointment with the patient for some further training to determine if the issue is indeed with the supplies or the way the patient is setting up for their treatment. Per pdrn maybe the patient is skipping or missing some steps during the treatment; however, stated that they cannot confirm that until they see the patient. The pdrn stated that the patient was not able to complete treatment on the day of the reported event. Per pdrn the patient was able to complete treatment on the cycler the following day with no further issues. The pdrn stated that the patient is continuing their pd treatment on the cycler with no further issues. Additional information was requested, however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical service department on 07/19/2024 that an m31 air detected in cassette warning occurred in fill 2 of 4. Patient was connected during the incident, and fluid was seen on top on the heater tray (ht). The patient line (pl), heater bag (hb), and supply bag (sb) were securely connected. All cones were broken, and the pl did prime all the way to the end. The unused lines were clamped, and no air bubbles were found during setup. The fluid leak was discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. The fluid leaked from an unknown location, but moisture was found on the ht, and when the cassette door was opened, fluid was also discovered on the inside of the pump module area. There were alarms/warnings prior to leak, an m31 occurred prior to the fluid leak. The fresenius technical support advised the patient to disregard using the cycler and to contact the on-call/pdrn for advice on alternate treatment. The patient was also advised to use the cycler for next day¿s treatment. Upon follow up conducted on (B)(6) 2024 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient reported experiencing a fluid during their pd treatment on (B)(6) 2024; however, the patient was not sure where exactly the fluid leak was coming from. The pdrn stated that the patient reported seeing some fluid on the heater tray and receiving the cycler alarm about the air in the cassette. The pdrn stated that they scheduled an appointment with the patient for some further training to determine if the issue is indeed with the supplies or the way the patient is setting up for their treatment. Per pdrn maybe the patient is skipping or missing some steps during the treatment; however, stated that they cannot confirm that until they see the patient. The pdrn stated that the patient was not able to complete treatment on the day of the reported event. Per pdrn the patient was able to complete treatment on the cycler the following day with no further issues. The pdrn stated that the patient is continuing their pd treatment on the cycler with no further issues. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: h10 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical service department on (B)(6) 2024 that an m31 air detected in cassette warning occurred in fill 2 of 4. Patient was connected during the incident, and fluid was seen on top on the heater tray (ht). The patient line (pl), heater bag (hb), and supply bag (sb) were securely connected. All cones were broken, and the pl did prime all the way to the end. The unused lines were clamped, and no air bubbles were found during setup. The fluid leak was discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. The fluid leaked from an unknown location, but moisture was found on the ht, and when the cassette door was opened, fluid was also discovered on the inside of the pump module area. There were alarms/warnings prior to leak, an m31 occurred prior to the fluid leak. The fresenius technical support advised the patient to disregard using the cycler and to contact the on-call/pdrn for advice on alternate treatment. The patient was also advised to use the cycler for next day¿s treatment. Upon follow up conducted on (B)(6) 2024 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient reported experiencing a fluid during their pd treatment on (B)(6) 2024; however, the patient was not sure where exactly the fluid leak was coming from. The pdrn stated that the patient reported seeing some fluid on the heater tray and receiving the cycler alarm about the air in the cassette. The pdrn stated that they scheduled an appointment with the patient for some further training to determine if the issue is indeed with the supplies or the way the patient is setting up for their treatment. Per pdrn maybe the patient is skipping or missing some steps during the treatment; however, stated that they cannot confirm that until they see the patient. The pdrn stated that the patient was not able to complete treatment on the day of the reported event. Per pdrn the patient was able to complete treatment on the cycler the following day with no further issues. The pdrn stated that the patient is continuing their pd treatment on the cycler with no further issues. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.